Event description:
During an embolization procedure to treat an aneurysm located in the ophthalmic artery, the physician inserted a 10 (mc) microcatheter into the aneurysm, followed by the insertion of a prowler microcatheter to insert/deploy the enterprise stent. After placement on the enterprise stent across the aneurysm, three of the proximal struts of the enterprise stent did not expand and remained clump together. The physician indicated that the struts will eventually open and not further action was taking. The coiling procedure was conducted and completed. The 10 mc was removed without any problems.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.